Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the vad coordinator patient noticed early power switching when the batteries are on the right side of the controller. This after the recent smr upgrade. All were exchanged and the patient was not affected.

Manufacturer narrative:
One controller ((B)(4)) and three batteries ((B)(4)) and were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the devices met specifications; the devices (controller and batteries) passed visual examination and functional testing. The controller was left on the test bench to run for more than two hours, during which time the controller functioned and operated as intended without any anomalies, therefore, the reported event could not be confirmed at the test bench. A review of the controller logs revealed a series of power switching events that came as a result of momentary power disconnects between controller and battery. The batteries involved in the momentary disconnections were: (B)(4). The reported event was confirmed via logs. The controller ((B)(4)) had the smr upgrade during the reported event. Battery - (B)(4) - received: 6/30/2016. Battery - (B)(4) received: 6/30/2016. Battery - (B)(4) - received: 6/30/2016.